Event description:
It is reported that; l5 screw (cat#482802745,lot#148991) breakage was noticed between tulip head and shaft during revision surgery for loosening s1 screw(cat# and lot# are unknown). The date of primary surgery was not specified.

Manufacturer narrative:
The rep confirmed that there was only one screw that broke. The investigation was cancelled, emdr submitted under complaint (B)(4).

Event description:
It is reported that; l5 screw breakage was noticed between tulip head and shaft during revision surgery for loosening s1 screw(cat# and lot# are unknown). The date of primary surgery was not specified.